Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise reversion episodes. The noise was not reproducible in clinic. No device intervention was performed as the patient was not pacer-dependent. Patient was stable.